Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state, the device may be unable to deliver defibrillation therapy if needed. This issue is patient related; however, no adverse event was reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the device and verified the reported issue via the device's electronic record. The root cause was determined to be the failed/faulty battery. The device passed functional and performance testing and was returned to the customer for use.